Event description:
When the procedure was over, I noticed wet sheets. Upon inspecting, it was noticed that the lower half of the bed was wet from around the hips. We proceeded to irrigate the bladder via the foley as we always do. Once I began irrigating, it was noticed fluid was coming out of the penis around the foley tube. We stopped irrigating and switched the foley out. It did not appear to be out of place, but the balloon looked like it did not fully inflate on one side of the balloon. We suspect this to be the reason for the leakage. The foley was saved along with the wrapper and was to be inspected.